Event description:
It was reported that the device was explanted after an implant duration of approximately 130.60 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider via fax, a copy of the operative report was received. It was learned that the device was explanted due to severe aortic regurgitation.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/22/2010 and 09/29/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
During testing of the emergency generator, two vision bipap machines in the ICU lost power. The machines had been plugged into the appropriate (red) outlets that have emergency generator back up. There was no patient injury but one patient's oxygen saturation level dropped to 54%. The patient was not harmed because the ICU nurses identified and rectified the situation immediately by bagging the patient. The electrical engineer stated that, other than this event, the transfer from normal to emergency power was uneventful - lasting approximately one millisecond. The clinical staff in the ICU stated that the transfer lasted longer than a milli second - approximately 3 seconds. The biomedical engineer took both vision bipaps to their shop for inspection. They were unable to duplicate the problem. The biomedical engineer plugged units into an electrical outlet and attached a test circuit to test the units. Philips respironics technical support was contacted to verify how the unit should normally operate. It was stated that philips respironics does not view this device as a life support device. When the unit loses power for:1) less than 10 seconds: during power loss, the unit will give an audible alarm and the "vent inop" light will light up. When power is restored, the unit will start ventilating automatically at settings prior to power loss.2) more than 10 seconds: during power loss, unit will give audible alarm and "vent inop" light will light up. When power is restored unit will default to the main screen, give an audible alarm, and display " ac power loss" on the display. The unit will not ventilate patient in this condition (monitor button needs to be selected and alarm silenced). Both units were tested under both conditions above and units operated normally, as stated by philips respironics. Biomedical engineer could find no problem with the units.